Event description:
The patient reported severe hyperglycemia, with blood glucose levels reaching 556 mg/dl (30.9 mmol/l) (confirmed by fingerstick), accompanied by nausea, vomiting, headache, dizziness, and visual disturbances. The patient contacted emergency services, and two emergency physicians subsequently assessed the patient and arranged hospital admission via ambulance on (B)(6) 2026. The patient was admitted to (B)(6), where they remained hospitalized for further evaluation. The patient was wearing a pod on the left side of the abdomen throughout the event. Blood glucose levels were reduced by using insulin pens in the hospital. On (B)(6) 2026, glucose levels again increased to approximately 500 mg/dl (27.8 mmol/l), requiring additional insulin treatment. The pod was changed in parallel; the patient confirmed that the cannula had been properly inserted and appeared normal after removal, with no bending or blood present. Later the same day, the patient experienced three hypoglycemic episodes, all successfully treated with carbohydrate intake. Blood glucose levels subsequently stabilized at approximately 214 mg/dl (11.9 mmol/l) but had not improved further as of (B)(6) 2026. Inpatient treatment included intravenous fluids, antiemetics, and insulin; imaging and labs planned. The patient reported being unable to eat due to irritation of the mouth and esophagus following repeated vomiting. The hospital is continuing investigations and has not determined whether the event was related to the pod. Physicians are performing further blood tests, liver investigations, and additional diagnostics, including an MRI, to assess for other possible causes such as infection. The patient normally uses novorapid, while huminsulin is being administered in the hospital. The doctors could not determine if this issue is related to the patient¿s calcified liver nodule, suspected dehydration or leukocytosis so no specific diagnosis could be provided according to hospital discharge summary. The doctors also mentioned that this event could be related to the patient¿s lung cancer from 2 years ago. A CT scan will be performed to clarify. The doctors could neither confirm nor deny if this event was caused by a pod defect. The patient was discharged from the hospital on (B)(6) 2026. The affected pod is unavailable for return as it was disposed of by the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.